Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample consisted of one assembled catheter 14.5 fr, palindrome with slots. The device presented signs of use. A visual inspection was performed and there were no visual issues found. A functional test (underwater test) was performed and bubbles were detected coming out from the arterial extension strain relief. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for one month. The device was more likely damaged during use. The most probable root cause could be due to excessive force or a sharp object. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/15/2014. An investigation is currently underway. Upon completion, the results will be forwared.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that during the dialysis, a leak was discovered in such a high position that repair was not an option. Catheter was removed and a new one installed. Device had been used for 1 month. No patient injury.